Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and moderately calcified common iliac artery. A 3.0mmx30mmx143cm coyote nc balloon catheter was advanced for dilatation. However, during fifth inflation at 15 atmospheres for few seconds, the balloon ruptured. The device was removed from the patient's body without any issue. The procedure was completed with a different device. No patient complications nor injuries were reported.

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and moderately calcified common iliac artery. A 3.0mmx30mmx143cm coyote nc balloon catheter was advanced for dilatation. However, during fifth inflation at 15 atmospheres for few seconds, the balloon ruptured. The device was removed from the patient's body without any issue. The procedure was completed with a different device. No patient complications nor injuries were reported.

Manufacturer narrative:
E1 - initial reporter city: (B)(6). Device was evaluated by MFR.: returned product consisted of a coyote nc balloon catheter. The balloon was loosely folded, and the device was bloody. Analysis of the tip, balloon, inner/outer shaft, and hypotube included microscopic and visual inspection. Inspection revealed numerous kinks in the hypotube, tip damage (misshapen), and a pinhole in the balloon material located over the distal edge of the proximal markerband.